Manufacturer narrative:
The customer reported that their central nurse's station (cns) never alarmed for an event where a patient coded. The patient was found in pulseless electrical activity (pea) and was intubated. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) never alarmed for an event where a patient coded. The patient was found in pulseless electrical activity (pea) and was intubated.